Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine collection cup was leaking urine out of the cap. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the urine is leaking out of the cap, and it seems that it does not tighten thou it's secured from the user.

Event description:
It was reported that bd vacutainer® urine collection cup was leaking urine out of the cap. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the urine is leaking out of the cap and it seems that it does not tighten thou it is secured from the user.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.